Manufacturer narrative:
Additional information: concomitant medical products. Device evaluation: one smiths medical cadd solis hpca pump was returned for analysis with a damaged lens. During analysis, the customer's reported problem regarding "failed accuracy test" was not confirmed. The unit passed all three tests with an average of +1.11% and the range is +/-3%. No further actions required for primary concern at this time. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
It was reported that the device "failed accuracy test". No adverse effects reported.